Event description:
Device 3 of 4. Reference MFR. Report#:1627487-2019-03625. Reference MFR. Report#:1627487-2019-03626. Reference MFR. Report#:1627487-2019-03628.

Event description:
Device 3 of 4. Reference MFR. Report#:1627487-2019-03625; reference MFR. Report#:1627487-2019-03626; reference MFR. Report#:1627487-2019-03628. Follow-up information revealed the patient has effective therapy following the procedure and the issue is resolved.

Event description:
Device 3 of 4. Reference MFR. Report#:1627487-2019-03625, reference MFR. Report#:1627487-2019-03626, reference MFR. Report#:1627487-2019-03628. It was reported the patient's thoracic leads eroded through the skin. As such, the patient underwent surgical intervention on (B)(6) 2019, where in the leads were explanted and replaced with a single lead.